Event description:
It was reported that the patient with this right ventricular (rv) lead was admitted to the hospital due to cardiac decompensation. During a follow-up while in the hospital, exit block was noted. The impedance and sensing measurements were within the normal range, however, there was loss of capture (loc) and it was found that this rv lead had dislodged. The device also delivered an inappropriate shock due to oversensing. Subsequently, this rv lead was successfully repositioned. The implantable cardioverter defibrillator (ICD) was deactivated for tachy therapy as a medical decision, as the patient does not need stimulation anymore and will be monitored. No additional patient adverse effects were reported. The lead remains in service